Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with a 425cc mentor memorygel left breast implant and a 450cc mentor memorygel right breast implant experienced breast implant rupture on the right side confirmed by MRI. It was also reported that the patient has developed breast cancer confirmed by biopsy and complicated by breast tissue necrosis on the right side, at this time, the results of the pathology report have not been provided. Per the information provided at the time the reporting determination was made patient determine the affected side as bilateral issue also mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.